Event description:
It was reported that an atrial lead warning occurred and low lead impedance was observed. It was further reported there is pocket stimulation when the atrial lead output is programmed to 5.0 volts. No programming changes were performed. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 ipg, implanted: (B)(6) 2009. (B)(4).